Event description:
Customer reported that pump screen appeared grey, hindering interaction with the device. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.